Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a loud bang during a surgical procedure, followed by burn marks on the surgeon's glove. The surgeon described the sensation as if she had been hit by an electric shock.

Manufacturer narrative:
Device evaluation: during the follow-up investigation, it was determined that the device involved is not manufactured by our company. Despite several documented attempts to obtain information about the product from the complainant's/user's institution, the device in question could not be identified. It was only communicated/confirmed by phone that karl storz is not the legal manufacturer of the device involved in this incident. Since karl storz is not the legal manufacturer and there is no information about the product, no root cause can be determined. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction in the initial MDR submission, the awareness date was listed as october 2, 2025. However, the correct awareness date is september 11, 2025. The event is filed under internal karl storz complaint ID: (B)(4).